Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that an employee alerted their manager that the needles seem pretty dangerous after she indicated when activating the safety device, the safety plastic stuck and subsequently, their finger slid up the needle to the point. The customer stated that this easily could have been a needle stick. This experienced nurse quickly reacted and was not stuck by the needle.